Event description:
It was reported that the patient expired. The hv therapies were programmed off due to patient poor health and being placed on palliative care. Pacemaker function was left on. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.